Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant there was high impedance on the right ventricular (rv) lead. During revision the setscrew came out from the implantable pulse generator (ipg) without unscrewing it. The device was explanted and replaced, the lead remains in use. No patient complications have been reported as a result of this event.